Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent elevated blood glucose (bg 444 mg/dl at its highest). Insulin injections were administered. Although tandem technical support performed a pump system check the day before and no device issues were identified, the customer felt that the pump was the cause of the event as elevated bg levels continued after the pump supplies were changed. Reportedly, the customer continued to use the pump along with insulin injections for insulin therapy.